Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. Customer reported that they was unable to clear the alarm. Customer not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.